Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No battery out limit alarms noted. Unit received with slight corrosion at the battery tube. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of excessive vomiting. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting began with hospital staff, cut could not be completed. Mother called back and requested that insulin pump be replaced per healthcare professional's request.